Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2017-05175. It was reported during an elective ipg replacement surgery on (B)(6) 2017, two invalid contacts were found on one extension intra-operatively. As such, the physician decided to replace both extensions. Effective therapy resumed post-operative and the issue is resolved. Please note: it is unknown which extension had the invalid contacts, therefore, both are being reported